Event description:
The lapband reservoir got loose and untied and the loose parts created sharp unlivable pain to the pt that interfered with day to day daily life. Lapband was repaired and reattached. Dates of use: (B)(6) 2007 - (B)(6) 2010. Event abated after use stopped: yes.